Event description:
It was reported during the patients scs trail procedure. The stimulation amplitude could not be increased during intra-op testing of the patient's lead. A second lead was used, however, the issue persisted. The physician repositioned the second lead and the issue resolved. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.